Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 0.9, lab: 2.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 0.9, reference: 2.0, mean: 1.45, confidence limits: 1.1-1.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Strip accuracy testing required as part of the complaint investigation. Retain lot #223042 with code ba7js has been investigated. Investigation results: see scanned table. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for strip lot #223042 are within the allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria; no further investigation will be pursued. Customer results analyzed and accuracy confidence limits were not met. In-house accuracy test performed with retain strip, in house meter, and accuracy criteria was met. Product deficiency not established. No further investigation will be pursued. As of 02/04/2010, 6 discrepant result complaints were reported for lot # 223042 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted; corrective action not required.